Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the programmer has been extremely slow to boot up ever since migration to windows. It was also reported the programmer was unable to interrogate an implantable device. It was further reported the programmer displayed an error during an interrogation. The floppy disk drive makes an odd noise and does not work. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer took over two minutes to boot, and the programmer would display an error when interrogating an insync iii medtronic device. It was also noted that the floppy drive made noise and would not accept a disk.